Event description:
A minimum fill notification was reported by caller. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge with 230 units of insulin, with 30 units used for tubing fill and 20 units usable. Despite this, the usable insulin left in cartridge was sufficient. Customer wore pump in a case, and support advised removal from case and cleaning of pneumatic tap with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, allowing customer to successfully load cartridge onto pump and resume insulin delivery.